Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner, minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she got high blood glucose but not hospitalized. Customer's blood glucose was 280 mg/dl. The customer stated that they were experiencing symptoms of difficult breathing, nausea, and abdominal pain. Customer was treated with insulin pump and manual injection. The customer was advised to discontinue use of the insulin pump and revert to back up plan. Customer was advised that the device would be replaced and agreed to return product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.